Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the trigger of the device was allegedly difficult to fire and could only be fired when the center of the trigger was pressed. It was further reported the needle also became bent when fired into the hard lesion and the needle was difficult to retract from the tissue. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number of the device was not provided. Visual inspection: inspection not performed as the sample was not returned. Functional/performance evaluation: testing not performed as the sample was not returned. Medical records review: review not performed as medical records were not provided image/photo review: review not performed as images/photos were not provided. Conclusion: the investigation was inconclusive, as the sample was not returned for evaluation. Per the reported event details, the complainant stated that the needle was not strong enough for hard lesions. Therefore, it was likely that patient tissue density contributed to the reported bent needle. Per the IFU (instructions for use), it states: "unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function." Therefore, the bent needle likely contributed to the difficulties removing the needle from the patient. However, based upon the available information, the definitive root cause for the firing issues could not be determined. Labeling review: the current IFU states: precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site. Biopsy procedure: verify instrument is energized (cocked). Insert the tip of the needle prior to the lesion to be biopsied. While maintaining the instrument¿s position and the needle orientation, depress the actuator button to cause both the stylet and the cannula to automatically advance. Remove needle from patient and rotate the end of the instrument one-half turn to withdraw the cannula and expose the biopsy specimen. Remove the specimen. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; pneumothorax; and air embolism. Air embolism is a rare but serious potential complication of lung biopsy procedures. Rapid deterioration of neurological status and/or cardiac arrhythmia may be indicative of air embolism. Prompt diagnosis and treatment must be considered if the patient exhibits signs or symptoms of air embolism.

Event description:
It was reported that during a breast biopsy, the trigger of the device was allegedly difficult to fire and could only be fired when the center of the trigger was pressed. It was further reported the needle also became bent when fired into the hard lesion and the needle was difficult to retract from the tissue. There was no reported patient injury.